Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of no initial calibration. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was no initial calibration prompt. No additional patient or event information is available. Data was provided for evaluation. The reported event of no initial calibration prompt was confirmed by data. Data investigation confirmed no that the initial calibration was due to signal loss during warm-up. A root cause could not be determined.